Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. It was noted that the patient had significant thrombus in the seal zone in the presence of angulation and tortuous anatomy. The aortic body graft and iliac limbs were advanced and deployed without incident, and final angiogram review indicated the presence of a type ia endoleak that was not resolved following ballooning for the proximal seal zone. A review of the intraoperative imaging shows that the stent graft had incomplete apposition with the vessel wall as a result of the aortic diameter being outside the treatment range for the graft that was implanted. As of the date of this report, there have been no additional patient sequelae and no reported re-intervention. The patient will be monitored until the scheduled ultrasound.

Manufacturer narrative:
Remains implanted.